Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical testing. The evaluation determined that the issue was due to an electrical problem. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
When the patient was attempting to give themselves a bolus on (B)(6) 2016, the patient therapy controller (ptc) displayed two error messages. Troubleshooting was performed but the issue persisted. The suspect ptc was returned for evaluation.